Event description:
It was reported that the patient was not getting better pain coverage and high impedances were noted. The patient underwent a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7077697/7077698.